Manufacturer narrative:
Concomitant medical products: product ID: 97715 pain stimulator ipg, date of implant (B)(6)2017. 977a290 pain stimulator lead, date of implant (B)(6) 2017. 3708140 neurological extension, date of implant (B)(6) 2017. 977c265 pain stimulator lead, date of implant (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had diminished sensing, chronically low r-waves were noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97715 pain stimulator ipg, date of implant (B)(6)2017. 977a290 pain stimulator lead, date of implant (B)(6) 2017. 3708140 neurological extension, date of implant (B)(6) 2017. 977c265 pain stimulator lead, date of implant (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had diminished sensing, chronically low r-waves were noted. The lead remains in use. No patient complications have been reported as a result of this event.